Event description:
The customer's mother reported that the timing is incorrect on the insulin pump. The blood glucose level was not given. The customer was advised to change the time again and monitor the device. The time on the unit is about an hour off. The patient was also assisted in clearing an open circle on the display screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.